Event description:
The patient reported that the pump pushed all of the insulin out during the load step with two different cartridges. There was no reported adverse event associated with the incident.

Manufacturer narrative:
Correction number: 2531779-03/24/2010-003-r. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: evaluation revealed contamination in the force sensor assembly. During testing, the pump load cartridge step failed to detect the cartridge.